Event description:
Our rep is reporting that during an arthroscopic shoulder repair, a portion of the distal end of the 4.5mm helix inserter broke off into the anchor. The surgeon used a reamer to drill out enough material to enable him to grasp, twist and remove the anchor from the bone hole. The surgeon up-sized, and inserted a 5.5mm helix into the bone hole for fixation. The procedure was concluded successfully without further incident or harm to the patient.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. The conclusions of the investigation will be the subject of the follow-up report.